Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter described as "something black" passed through the patient line of a homechoice cassette during an unknown therapy step. Renal therapy services discussed continuous peritoneal ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.